Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal vessel. A 2.25x28mm synergy ii everolimus-eluting platinum chromium coronary stent was selected to treat the target lesion. During introduction of the synergy through a guidezilla guide extension catheter, the synergy got caught on the transition into the guidezilla and was pushed up and the edge of the stent got deformed. The device was completely removed from the patient. The procedure was completed with another 2.25 x28mm synergy stent with great result. No patient complications were reported.